Manufacturer narrative:
(B)(4) - medical review. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Medical review - review of this file indicates that the patient was wearing rigid gas permeable contact lenses (rgp) prior to this procedure. The surgeon had her remove the lenses for a month before doing the pre-op icl measurements. 3 weeks post-op, surgeon noted a hyperopic refractive surprise. Surgeon exchanged the icl with a different power which resolved the condition. Recent studies have shown that rgp wearers should discontinue use of contacts 3-6 weeks prior to pre-refractive examination. Studies show that 56% of eyes achieve stable refractions after 3 weeks, while 78% achieve stability after 6 weeks. Corneal changes are the most pronounced with rgp contacts causing warping of the cornea which can result in improper calculations for refractive surgery. Furthermore, upon exchange of power, the condition was resolved. This indicates that the refraction was not yet stable prior to icl measurements. The most probable root cause of this event is miscalculation due to unstable refraction. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od). The lens was explanted due to a refractive surprise. Another same model but different diopter power lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens has not been returned. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens has not been returned.

Manufacturer narrative:
Evaluation: results: the lens was rehydrated in bss for re-measurement. The lens length and diopter were measured and the results of the measurement were compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable root cause of the event is miscalculation due to unstable refraction. (B)(4).